Event description:
Reporter indicated a patient experienced an increase in seizure activity possibly attributed to the vns device. It is unknown if seizure level was above pre-vns levels. Diagnostic testing indicated proper device functionality. The patient continued having voice alteration during stimulation which also suggests that patient was receiving therapy. The patient subsequently had elective generator replacement surgery. No medication or setting changes were attempted prior to surgery to help control seizure activity.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.